Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus during a procedure performed on (B)(6) 2016. Reportedly, patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, the physician started to release the stent; however, the deployment suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex esophageal stent. The patient's condition at the conclusion of the procedure was reported to be stable.